Event description:
The customer tested and received a result of 52mg/dl and took medication at 7 or 8. Before going to bed customer drank orange juice. Relative was unable to wake customer up the next morning. An ambulance was called and the customer was taken to the hosp. The customers blood glucose was 36mg/dl on the paramedics device. At the hosp the customer was given an IV of glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.